Manufacturer narrative:
This report is submitted on 23 october 2020.

Event description:
Per the clinic, the patient was a non-user and is required to undergo MRI's as a result the device was explanted on (B)(6) 2020.